Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's scs cervical system was explanted on (B)(6) 2024 for an unknown reason.

Manufacturer narrative:
There is no allegation against the ipg therefore the ipg is no longer reportable.

Event description:
Additional information indicates the reason for patients system explant was patient experiencing weakness in their hands related to the lead. No issue reported with the ipg.